Event description:
It was reported that prior to starting a da vinci si surgical procedure, a loose wire at the distal end of a maryland bipolar forceps instrument was identified during set up. There were no missing pieces or fallen pieces reported. No patient harm, adverse outcome, or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Engineering confirmed the reported complaint. The drive cables at the instrument's wrist were not damaged. One conductor wire was sticking out from the yaw pulley. When the grips moved together in the yaw, the wire became kinked. Electrical continuity testing was performed and passed. An additional observation not reported by the site was tube damage. The distal end of the main tube had various scratch marks with light material removal. The scratches were .100 - .200 in length and not aligned with the tube axis. Engineering concluded the damage was likely due to mishandling / misuse. No other damage was found. The endowrist instruments instructions for use (IFU) specifically states: general precautions and warnings handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. Do not use an instrument to clean debris from another instrument intraoperatively. This may result in damage to the instruments or other unintended consequences, such as disconnection of the instrument tip. The customer reported complaint does not itself constitute a MDR reportable event; however; tube abrasions with material removal , found during failure analysis evaluation could likely cause or contribute to an adverse event if the failure mode were to recur.